Manufacturer narrative:
No report of patient involvement. Unique device identifier - (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The ge healthcare service representative adjusted the position of the flush button and table plate.

Event description:
During a planned maintenance visit, a ge healthcare service representative noted the oxygen flush button stuck open, due to coming into contact with the table plate.